Manufacturer narrative:
(B)(6). The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition that the reverse locking mechanism was blocked and the handpiece had a worn out bearing and motor was confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact air drive device reverse locking mechanism was blocked. It was further noted that the handpiece had a worn out bearing and motor. It was noted in the service order that "the reverse trigger has locked up." This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.